Event description:
It was reported that the patient had trouble charging and had poor coupling. The patient stated the stimulator had ¿moved somewhat¿ and it also felt like there was a crease in it. This issue began about 6 weeks prior to the report. The patient last charged a month prior and was successful. When the patient tried charging the day prior to the report, he had no luck. The stimulator was at 25%. The charging screen was present, but only 1-2 coupling boxes were seen. Of note, 6 boxes were initially seen, but then they go away. As telemetry was established, it was stated to be normal to see high coupling, but the true coupling was what it dropped to. The patient used the antenna locate feature, which resulted in 2 coupling boxes. The patient did not have a current physician, as his moved, and was seeking a new physician. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).